Event description:
The reporter indicated that a 12.1mm vicmo 12.1 implantable collamer lens of -7.0 diopter into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault and the problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. This product is not marketed in the us. Claim# (B)(4).